Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. There was no reported adverse effect to the customer's blood glucose level. Customer was instructed to clean speaker holes and reconnect the cartridge, actions which successfully resolved the issue.